Event description:
It was reported a cardiac perforation, pericardial effusion, surgical intervention, and a patient death occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman laa closure device with delivery system (wds), a watchman fxd curve access system (was), and versacross connect. Following the transeptal puncture (tsp) using the versacross connect the was was advanced into the laa. A small pericardial effusion (pe) was identified using contrast injection and a second contrast image revealed the pe had grown slightly. The wds was advanced and the patient experienced different arrythmias and hypotension and lost hemodynamic stability. The pulse of the patient was no longer detectable and the closure device was deployed. Cardiopulmonary resuscitation (CPR) was initiated. The pe had grown in size and a pericardial tap was performed. The closure device did not meet release criteria and was released in a sub optimal position by the operator or due to the CPR. Return of spontaneous circulation occurred and the pulse of the patient resumed. 340ml of fluid was drained via the pericardial tap prior to the patient undergoing open heart surgery. During exploratory surgery a perforation on the posterior aspect of the laa was identified. The was was removed from the patient and a thrombus was observed in the laa distal to the closure device. The patient stabilized with intravenous medication and surgery was concluded with the closure device in a stable position. The patient was removed from medical support and passed away from possible acidotic shock within one day post index procedure.

Manufacturer narrative:
Describe event or problem updated patient codes updated.

Event description:
It was reported a cardiac perforation, pericardial effusion, surgical intervention, and a patient death occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman laa closure device with delivery system (wds), a watchman fxd curve access system (was), and versacross connect. Following the transeptal puncture (tsp) using the versacross connect the was advanced into the laa. A small pericardial effusion (pe) was identified using contrast injection and a second contrast image revealed the pe had grown slightly. The wds was advanced and the patient experienced different arrythmias and hypotension and lost hemodynamic stability. The pulse of the patient was no longer detectable and the closure device was deployed. Cardiopulmonary resuscitation (CPR) was initiated. The pe had grown in size and a pericardial tap was performed. The closure device did not meet release criteria and was released in a sub optimal position by the operator or due to the CPR. Return of spontaneous circulation occurred and the pulse of the patient resumed. 340ml of fluid was drained via the pericardial tap prior to the patient undergoing open heart surgery. During exploratory surgery a perforation on the posterior aspect of the laa was identified. The was removed from the patient and a thrombus was observed in the laa distal to the closure device. The patient stabilized with intravenous medication and surgery was concluded with the closure device in a stable position. The patient was removed from medical support and passed away from possible acidotic shock within one day post index procedure. It was further reported the patient experienced a left atrial thrombus and cardiac arrest intra or post procedure.